Event description:
It was reported that the system displayed non-recoverable faults 41081 and 31089 when the system was powered on to move the bed. The customer stated that they tried two system reboots but the faults remained. There was no report of patient involvement or injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to replicate error 31089. Fse performed a wiggle test on the fiber connection at the surgeon side console (ssc) common compute controller (ccc) flat flex cable, and all connections in the ssc viewer. Fse reviewed light levels before and after cleaning the fiber connections. All light levels were above minimum. While the system was on in normal mode, an error 31089 occurred. Fse attempted to adjust cable connections but could not get the error to return. Fse completed several power cycles without the error reoccurring. Fse replaced the high resolution stereo viewer (hrsv) and the ccc. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv was analyzed and found to have intermittent non-recoverable fault 31089 in the system logs. Troubleshooting found that the errors point to the hrsv. Visual inspection found no problem related to the reported issue. The viewer was installed on a test system and the viewer functioned as designed. The ccc was also analyzed. Errors 31089, 17, and 307 were confirmed in the logs. The ccc was installed onto a test system where it performed as expected. The fiberoptic light levels on the ccc were inspected, and all values were within range. The component sat idle on the test system for 5 hours with no change. The complaint was unable to be confirmed based on the failure analysis. The probable root cause of errors 31089, 307, and 17 could not be determined, as the errors could not be replicated or verified during in-house testing. Reseating cables as well as replacement of the ccc and hrsv appeared to resolve the issue for the customer.